Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant. No medical records have been provided however recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard flat mesh, lot number hurd2734 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to "fix a recurrent incisional hernia." On (B)(6) 2014: the patient underwent an additional surgery "to remove the previously placed mesh." As reported by the attorney, the marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant. No medical records have been provided however recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum #1: this is an addendum to the initial emdr to make corrections to the expiry date and the device manufacture date. Additionally, to document that the review of the manufacturing records has been completed. The review found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct sex of the patient. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent repair with removal of mesh. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: a3 (sex of the patient). This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard flat mesh, lot number hurd2734 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to "fix a recurrent incisional hernia." (B)(6) 2014: the patient underwent an additional surgery "to remove the previously placed mesh." As reported by the attorney, the marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex mesh. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿all of the layers of the abdominal wall were very attenuated including fascia and it was thought that this weakness was led to hernia. A bard flat mesh (device #1) was then used for reinforcement and strength thereby tacked to the anterior surface of the rectus sheath.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2). Per operative notes, ¿once the adhesions were detached from the anterior abdominal wall, the hernia defect was inspected. A ventralight st mesh (device #2) was then secured using echo ps to the anterior abdominal wall and tacked.¿ (note: there is no mention/visualization of bard flat mesh (device #1) in operative notes). (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of both bard flat mesh (device #1) and ventralight st mesh (device #2) thereby implanted with ventralex st (device #3). Per operative notes, ¿the previously placed open bard flat mesh (device #1) was found crumpled and was completely excised. The laparoscopically placed mesh was adherent to the underlying omentum, partially occluding the lower half of the giant ventral hernia. This ventralight st mesh (device #2) was also dissected off its attachments to the anterior abdominal wall and subcutaneous tissue. Then the large ventral hernia sac was dissected, and anterior component separation was performed. A ventralex st mesh (device #) was placed on the anterior abdominal wall and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh removal surgery and emotional injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an incisional hernia. A bard flat mesh, lot number hurd2734 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to "fix a recurrent incisional hernia." (B)(6) 2014: the patient underwent an additional surgery "to remove the previously placed mesh." As reported by the attorney, the marlex mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to make corrections to the expiry date and the device manufacture date. Additionally, to document that the review of the manufacturing records has been completed. The review found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.